Manufacturer narrative:
Add'l info will be provided once the investigation is complete. A similar product from lot number 06i048794 was also implicated in this event.

Event description:
It was reported that the camera lost its signal intermittently.